Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. According to citadel plus instrution for use (IFU, 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The allegation that the patient felt like sliding off the mattress placed on the bed frame is related to lack of the side rail that was detached from the bed frame. Arjo device failed to meet its performance specification since the side rail was detached. The bed frame was in use by a patient when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The customer staff contacted arjo and informed about the malfunction of the citadel plus bed frame. The side rail was broken and the patient felt like sliding off the mattress placed on the bed frame. No fall, neither injury occurred. The device evaluation revealed that the side rail was completely broken off the bed. The involved patient informed that the side rail was broken off by the customer staff.